Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2019 ventricular noise reversions were noted on merlin.net via remote. Previously patient had been seen in clinic on (B)(6) 2019 and during the check undersensing was noted on the device. Programming changes were made, and cyber security had been updated. It was suspected that this may be the cause of the sudden noise reversions. Patient will be scheduled for in-clinic visit for device reprogramming. Patient was well.

Event description:
New information received notes programming changes were made and the issue was resolved. Patient condition before and after programming changes were good as the patient was asymptomatic.